Event description:
It was reported that during preparation for a treatment procedure, foreign materials were observed. The target lesion details are unknown. While attempting to insert the 65/035 bx5 imager ii catheter over unspecified guide wire, an orange plastic piece popped out of the catheter. The device did not go in the body. No patient complications were reported. No additional information available.

Event description:
It was reported that during preparation for a treatment procedure, foreign materials were observed. The target lesion details are unknown. While attempting to insert the 65/035 bx5 imager ii catheter over unspecified guide wire, an orange plastic piece popped out of the catheter. The device did not go in the body. No patient complications were reported. No additional information available.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed that an 8cm-long piece of orange plastic was received. Photographs of the orange plastic object were sent to the external manufacturer (em) of the imager ii product family. The em confirmed that the orange plastic was a beading mandrel used in manufacturing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is supplier manufacture. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplementary medwatch will be filed. (B)(4).